Event description:
Pt presented ambulatory to the hemodialysis clinic on (B)(6) 2011, no complaint bp 204/85. Dialyzer rinsed with 2000 ml's of normal saline as ordered. Treatment was initiated with critline on without any problems, pt on o2 at 3 lpm via nasal cannula, ufr off, blood flow rate at 200 and benadryl 25mg administered IV as ordered. Five minutes into the treatment, bp dropped to 139/69 and pt became anxious, blood returned immediately. Reportedly, within a matter of approximately a few minutes, pt went to full syncope, then to no pulse and no breathing. 911 was activated and CPR initiated, AED attached and no shock indicated. CPR continued for about 3-4 minutes and the pt was able to be revived. 911 came and took over and the ER was notified. No further info has been made available.

Manufacturer narrative:
(B)(4).